Event description:
The customer received questionable free triiodothyronine (ft3), generation ii, results for one patient sample. The sample was tested using the elecsys reagent and using an abbott reagent. The roche analyzer (and serial number) involved in this event is unclear at this time. Information regarding the specific abbott analyzer used was not provided. The elecsys ft3 result was <32.6 pg/ml. The abbott ft3 result was 3.77 pg/ml. The elecsys triiodothyronine (t3) result was 0.70 ng/ml. No adverse event has been alleged regarding the discrepancies.

Manufacturer narrative:
New additional information received on (B)(6) 2010: the patient sample was drawn on (B)(6) 2010. It is unclear if the results generated were from the same sample, the customer would not provide that information. The elecsys ft3 result was >32.55 pg/ml. The abbott analyzer used for testing was an abbott architect. No erroneous results were reported outside the laboratory. Patients were not harmed due to this event.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Investigation of the sample revealed an interfering factor to the idiotype of the assay antibody was present in the patient sample. The interfering factor might have caused the high free t3 results observed by the customer. This is addressed in product labeling. The free t3 package insert documents, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur". The elecsys result was not used for clinical use.